Event description:
It was reported that the procedure was to treat an 80% stenosed lesion in the mid left anterior descending artery. The 3.5 x 15 mm xience xpedition stent delivery system (sds) was advanced and the stent was implanted. The physician stated that the balloon deflation was somewhat worse than other sds balloons. The sds balloon was able to be fully deflated and easily removed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Date of event estimated. Implant date estimated. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.